Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately seven months after the ICD was implanted. The device was analyzed and tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. There is no reasonable information to suggest this out of specification (oos) finding of power on reset (por) that occurred four months post patient death, is related to this death event. This oos finding meets criteria for a reportable malfunction and therefore this oos finding is being reported accordingly. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis revealed a firmware power on reset occured. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was cosmetic depression of the outer insulation.